Event description:
It was reported that the customer went to the emergency room (ER) with an unknown blood glucose (bg) level; cause was unknown. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.